Event description:
It was reported that the patient presented to the clinic and it was noted that the wound showed partial dehiscence. Further examination found that the pocket was infected. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, analysis was performed and no anomalies were found.